Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, two curved openings, wear abrasion and fold creases. Leak test and microscopic analysis was performed, which identified one sharp opening, nick striated and one striated opening. A dimension measurement in the shell was performed, which identify the thickness within specification. Based on the device analysis, the final assessment is: one sharp opening in the side valve bond edge assessed, as unidentified (tear) opening. One opening striated in the side anterior assessed, as surgical damage. Nicks striated assessed, as surgical tool scratch like.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23-jul-2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii, deflation.

Event description:
Health professional reported right side capsular contracture, grade iii. Healthcare professional later reported right side deflation. Device remains implanted.